Event description:
It was reported that during a generator change today for normal eri, the device was exposed to cautery and lost output. As a result, the patient went asystolic for approximately 30 seconds. Pacing was restored once the leads were connected to the pacing system analyzer (psa). The patient is currently stable and did not have any symptoms following surgery.

Manufacturer narrative:
The field complaint of loss of output was not confirmed. The device was received in backup mode and batter voltage having reached end of life (eol). Device was in backup mode when received due to behavior associated with exposure to cautery during explant procedure. The reported loss of output or temporary inhibition of pacing is a known potential effect of electro cautery interference and the warning of using cautery tools is included in the manual. Assessment of devices battery indicated that it had reached normal eol level. Further analysis indicated normal results with stable telemetry throughout all testing. Longevity assessment was performed, total projected longevity is 6.92 years, device was implanted for 8.61 years. Device exceeded the projected longevity and is considered normal.